Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that during an axsos3 proximal lateral tibia plate the surgeon was using the distal targeting instruments and when drilling for a cortical screw in the shaft using 2.5 drill code 703586, the tip of the drill snapped. The broken piece has been left in the patient meaning that hole couldn¿t be used. It only delayed surgery by a minute or two and the case was completed successfully.

Event description:
The customer reported that during an axsos3 proximal lateral tibia plate the surgeon was using the distal targeting instruments and when drilling for a cortical screw in the shaft using 2.5 drill code 703586, the tip of the drill snapped. The broken piece has been left in the patient meaning that hole couldn¿t be used. It only delayed surgery by a minute or two and the case was completed successfully.

Manufacturer narrative:
The reported event that calibrated drill bit ø2.5mm x 285mm, ao was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied mechanical force. The device inspection revealed the following: the tip of the returned drill bit is indeed completely broken off. A miscroscope image shows that the breakage surface presents torque lines, which means that the reported failure mode is likely to have happened due to excessive torque being applied while twisting the drill bit. Such power, in combination with hard/dense bone could definitely deform the drill bit and lead to such a breakage. Particularly, if the drilling was in an inclined angle or hard bone, a bending moment could be generated, leading to a fracture of the drill bit, as the one reported. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.